Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto-immune symptoms") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (robotic total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: right: essure was visible in the fallopian tube ostia with 2 rings noted. Left: the essure was visible in the fallopian tube ostia with 3 rings noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, date of insertion, date of removal, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.